Event description:
It was reported that the day after implant, the threshold on the right ventricular lead was found to be much higher than at implant. A high threshold alert was noted and the device had reprogrammed itself. The physician was notified and the patient was taken for a lead revision. Multiple attempts were made to reposition the lead to a location with a lower threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).